Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-13675. The patient has two leads from the same lot number. It was reported the patient has not been receiving effective stimulation ever since the scs system was implanted on (B)(6) 2009. The patient was recently experiencing what he described as shocking sensations. The patient¿s nurse took an x-ray and it appeared the pt¿s lead may be fractured. Follow-up info identified a sjm rep met with the patient and reprogramming was able to provide effective stimulation coverage; however, the patient stated he did not want to try the new programs due to being shocked multiple times. The patient was referred to a physician. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.